Event description:
2nd pt came in on the same day with another positive home pregnancy test, and was urine negative on icon 25. The 2nd pt's serum was also sent out to a lab but no results have been received.

Event description:
A 3rd pt was tested a week or two ago who had (+) home pregnancy test and was negative with icon 25. Serum sent to lab, but no results have been received.

Event description:
Three pts obtained false negative results using the icon 25. The 1st pt performed 2 home pregnancy tests (unknown brand)-- one in the morning and one in the afternoon. Both generated positive results. The 1st pt came to physician's office, where an afternoon urine sample was collected and tested twice with icon 25. Both tests produced a negative reading. A serum sample was collected and sent to a local reference lab (unknown lab).